Event description:
In 2009, the pt reported that while trying to prime his insulin infusion device, he received an e6 (mechanical error) message. He removed the insulin cartridge, retracted the piston rod, and reinserted the cartridge but the e6 continued. He stated his device sounded like it was struggling to operate. He said he changed the device battery 2 days ago. The pt stated his blood glucose has been "running weird" for the past 2-3 weeks and has elevated up to 250 mg/dl with his typical range being below 120 mg/dl. He corrected his readings by changing his infusion site and bolusing insulin. He stated he has switched to his backup infusion device. To troubleshoot, the pt was instructed to insert a new battery into his backup device and perform a prime without a cartridge inside the device. The prime went through without error. He was then instructed to remove the new battery from his backup device and place it in his primary device. He did so and attempted to run a prime, but the primary device gave the e6 message. The pt stated the device made an abnormal sound during the prime. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.